Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported the metal ball at the proximal end of the transforaminal posterior atraumatic lumbar (t-pal) spacer applicator inner shaft broke off on (B)(6) 2017 while assembling the device. No patient involvement, issue occurred preoperatively. This report is for one (1) t-pal spacer applicator inner shaft. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record (DHR) review was performed. 03.812.003 / 9638760; manufacturing location: (B)(4). Manufacturing date: 13. Nov. 2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed on jul 17, 2017. On the returned t-pal applicator inner shaft is the proximal ball broken off. The missing ball was not returned. The two finger like catchers on the distal end are slightly bent outside. There are no other damages or signs of wear and tear visible. It ia likely that the breakage of the proximal ball was the result of excessive force during the assembling procedure preoperative. As the complaint description goes not enough into details no exact statement can be done regarding the broken ball. A visual inspection and drawing review were performed as part of this investigation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.